Manufacturer narrative:
During the laboratory evaluation, the product surveillance technician (pst) was unable to duplicate the reported issue. The device was sent to service for further evaluation.

Manufacturer narrative:
The reported complaint was not confirmed. The complaint was not confirmed in the lab or service. The data logs returned on related complaint emdr #1828100-2015-00957 did not contain logs for the reported date for this event. The service repair technician (srt) replaced the motor/encoder and belt as a precaution. The srt ran the pump for 28 hours, functionally tested unit and performed release testing. The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Evaluation is in progress, but not yet concluded. This complaint is related to MDR #1828100-2015-00957. The ccp stated that the roller pump flow was 4.5 liters per minute (l/min), revolutions per minute (rpms) were not noted. Five days after service was performed for MDR #1828100-2015-00957 the same issue occurred again. The field service representative (fsr) called the customer and advised them to return the suspect roller pump to the manufacturer for further evaluation.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump stopped for a brief moment (no rotation). The device was not changed out, as they pressed the start/stop button and proceeded. The pump started back up and they used it for the rest of the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on 09-nov-2015: manufacturer clinical services spoke with a user facility perfusionist (ccp), but he was not the ccp involved in this case, although this ccp received the case details. This large pump was being used as the arterial roller pump and without warning or message, the pump stopped suddenly. The ccp stated no message was observed, but he can't rule out a message may have been posted and was just missed in the confusion and urgency to re-start the pump. There was no audible tone. The local display remained illuminated (did not blank). The ccp estimates the pump was off for about ten seconds. The start button was pushed and the pump went into the start mode and the pump speed was increased to the required flow rate. There were no issues the remainder of the procedure. The case was completed successfully, without delay and without associated blood loss. No harm was observed.